Manufacturer narrative:
The returned reamer was found to have been manufactured within specifications. Visual examination revealed roughly 4.25" of the reamer tip remained in the patient confirmed by patient x-ray and part measurement. Reamer failed at the 100mm depth groove due to the max torsional stress being exceeded for the material (ductile failure). Reamer hardness was verified to be greater than 40 rc. DHR reviewed and states that the reamer was manufactured in 2002. The reamer cutting edges are worn and dull, which is typical for an instrument that has been used multiple times. Instrument was used beyond its useful life and failed due to an excessive torsional load. IFU 1500. Under care and handling instruction, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2014. During the procedure, the reamer tip fractured while reaming the femoral canal. The fractured tip remains in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.